Manufacturer narrative:
Additional information: the crystalized substance observed on the retainer dissolved when pressed with a wet sponge indicating it is likely contrast/biological from the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the protégé gps deployment system was returned for evaluation. No ancillary devices were received. The protégé gps deployment system was returned with approximately 4.5cm of the inner assembly exposed outside of the outer. The stent was not returned. The safety lock was loose and approximately 3cm of the hypotube was visible between the deployment grips. No damage was observed to the catheter shaft or the catheter tip. The deployment grips were pulled together and the inner along with the stent retainer were inspected. The retainer showed a dried crystalized substance. No damage to the inner was noted. The deployment grips were pulled apart and the inner retracted back into the outer as intended. No damage to the returned protégé gps was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a protege gps stent to treat a lesion. The vessel was not tortuous. The lock pin of the device was checked for securement prior to procedure. There was some resistance advancing the device to the lesion. The lesion was not pre-dilated. During the delivery of the stent positioning difficulties were encountered. During deployment the delivery system jammed and the stent deployed outside the target lesion. There was no difficulty removing the device from the patient. Another medtronic device was used to complete the procedure without further issue.